Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. A balloon dilation catheter was returned without its original packaging. An evaluation was completed by future matrix interventional (biometrics) which was approved on 27jan2021. The catheter was found to be in good condition. The stopcock was attached to the balloon hub in the open position. An in-house 0.038" guidewire was inserted and no defects noted as guidewire passed freely. The guidewire was left in placed and a new 10cc/30atm inflation was attached to check for inflation. The catheter was inflated with warm water. The shaft no functional defects during inflation. The catheter was brought to 30 atm and decreased to 25 atm in the span of 5 minutes. No leaks were found. The balloon was inspected under 7-20x magnification and no fiber separation was noted. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following:"inflating the balloon catheter1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium.2. Attach the inflation device to the balloon lumen.3. Inflate the balloonnote: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media.note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded.caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible.warning: do not exceed the recommended rated burst pressure (rbp) for this device.balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi."corrections: d9, h3.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was ruptured. As per additional information received via email on 31aug2020 from ibc representative, there were no medical intervention reported and no missing pieces of balloon inside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon was ruptured. As per additional information received via email on 31aug2020 from ibc representative, there were no medical intervention reported and no missing pieces of balloon inside the patient.